Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 3 days after start of use, the catheter dislodgement was found. It was determine after observation, to be due to a pinhole in the catheter's balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 3 days after start of use, the catheter dislodgement was found. After observation, it was determine to be due to a pinhole in the catheter's balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 3 days after start of use, the catheter dislodgement was found. It was determine after observation, to be due to a pinhole in the catheter's balloon.

Manufacturer narrative:
The reported event was confirmed as cause unknown. During the visual evaluation no damages along the catheter were found. During the functional evaluation the balloon was inflated with 10cc of air using a syringe and it was deflated. After the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe, and the water immediately drained due to an obvious pinhole in the balloon. The sample was observed under 10 x magnification, and no embedded particles were found on the balloon area. During the dimensional evaluation the balloon's active length measured 0.8105¿ on one side, and 0.8135¿ on the other side (spec dwg8040 = 0.6 - 0.9 in.). The balloon's active length was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 30cc balloon: use 35ml sterile water; do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 3 days after start of use, the catheter dislodgement was found. After observation, it was determine to be due to a pinhole in the catheter's balloon.